Event description:
Customer reported the adaptor does not connect to the flow meter. No patient involvement reported.

Manufacturer narrative:
(B)(4). An empty 340 ml water bottle lot 18b172 and one 040 adaptor were received for evaluation. The adaptor was received with no packaging, so lot number cannot be confirmed. The adaptor was received connected to the bottle. The adaptor body is clear and the snap cap is clear. The bottle's trigger tab is removed. Visual inspection shows that the adaptor snap cap is too far down the adaptor body. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. A review of each adaptor lot (20b18 and 4c18) packaged with lot number reported was also conducted. A review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable and all post-sterility and package integrity tests were acceptable. Based on the investigation performed, the reported complaint is confirmed as related to the assembly portion of the manufacturing process. Further investigation will be conducted under a no-conformance.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the adaptor does not connect to the flow meter. No patient involvement reported.